Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV, breast mass.

Event description:
Healthcare professional reported no complaint against the device. Later healthcare professional reported ¿implant rupture¿, ¿capsular contracture baker IV¿ and ¿breast mass¿. Partial capsulectomy and lumpectomy was performed. This record is for the right side. Device was explanted and replaced. Device will be returned.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ lump/nodule: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported no complaint against the device. Later healthcare professional reported ¿implant rupture¿, ¿capsular contracture baker IV¿ and ¿breast mass¿. Partial capsulectomy and lumpectomy was performed. This record is for the right side. Device was explanted and replaced. Device will be returned.